Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called and stated they were not being treated for their device. They requested to have it removed because it was no longer working. No patient symptoms were reported. No further complications were reported or anticipated.